Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented remotely with intermittent undersensing and r-wave amplitude variation on their pacemaker. Intervention discussed but no changes were reported. There were no patient consequences.